Event description:
It was initially reported that approximately 2 months ago, at a pump refill the hcp extracted more medication than anticipated. It was determined that the catheter had become disconnected. The hcp later reported that the patient experienced increased pain and nausea; increased abdominal pain secondary to chronic pancreatitis. The pump contained dilaudid, bupivicaine and clonidine. An x-ray taken on (B) (6) 2010 revealed a broken catheter. The patient underwent several dose adjustments (decreases) prior to catheter revision surgery. On (B) (6) 2010, a successful catheter revision was performed. Per this reporter: "delay in surgical repair of catheter was due to patient not having insurance. Once insurance was obtained, cath revision immediately scheduled and performed successfully." There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
(B) (4).